Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. The customer removed the sensor and found that the cannula was missing; it was in the skin. Blood glucose value was 95 mg/dl. Sensor replacement would be sent but not returned for analysis.